Manufacturer narrative:
The device was received, and quality eval is in progress. Therefore, a follow-up report will be submitted upon its completion.

Event description:
The core micro drill was sent for eval because during tests conducted by the manufacturer's field service technician, it was found to be running without user activation. No adverse event was associated with this device.